Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became caught on a door handle, and the cartridge was pulled out of pump. There was no reported adverse impact to customer's blood glucose level. Customer changed cartridge to resolve the issue and successfully resumed insulin therapy.